Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient was brought to the ER with report of dizziness. An unscheduled pacemaker check was performed. The patient had no followup since implant on (B)(6) 2004. At the check, battery voltage measured low, intermittent pacing spikes were observed with no capture. The patient had intrinsic rate of 30-60 bpm. The device was explanted and replaced. No further patient complications have been reported as a result of this event.